Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse visited the site and could not replicate the reported issue as e100 was working properly. Fse did replace e100 for the preventive maintenance (pm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hiatal hernia ¿ sliding surgical procedure, the vessel sealer extend was not working with the e-100 generator. Site stated that when the e-100 generator was powered on, the e100 leds flash red and there was an error tone. Prior to calling in, customer tried power cycling the e-100 and reseating the vessel sealer instrument, as well as the instrument connector at the e-100, but the issue persisted. Intuitive technical service engineer (tse) viewed system logs and found no related errors. Customer used the erbe generator with vessel sealer extend. The procedure was completed as planned with no reported injury.